Event description:
It was reported that the customer experienced elevated blood glucose levels (398 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).